Event description:
A surgeon reported two pts experienced "possible toxicity" to this product. Add'l info was requested. This is the second of two MDR's being filed for this report. 1610287-2008-00022 pt #1, 1610287-2008-00023 pt #2.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. No conclusions can be drawn. Add'l info was requested on 06/13/2008 by mail and by fax and on 07/01/2008 by phone. Add'l info has not been received. This report mailed in to FDA on: 07/11/2008.